Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. It was reported that over the past couple of months, the patient¿s stimulation has been turning itself off and then back on. It was noted that when the stimulation comes back on, it feels really strong. The rep noted that impedances were checked, and within a range of 600-1090. The patient was following up with their healthcare provider at a later date for a new back pain in an area different than what is being treated with their implantable neurostimulator (ins). The patient was implanted for spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that no diagnostic issues were detected regarding the patient¿s stimulation turning itself on/off. However, the rep gave the patient a non-adaptive stimulation group that was an exact copy of the patient¿s adaptive stimulation group, in case the adaptive stimulation was the culprit. The cause of the issue remains unknown. The patient was told to keep track of when stimulation turns itself on/off, and to use non-adaptive stimulation if needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.